Event description:
It was reported, that balloon rupture occurred. During unpacking of a 5.0 x 40, 40cm mustang balloon catheter. It was noted, that the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported. And the patient's status was stable. It was further reported, that the balloon was inflated at 20 atmospheres for a few seconds.

Event description:
It was reported that balloon rupture occurred. During unpacking of a 5.0 x 40, 40cm mustang balloon catheter, it was noted that the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.